Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. With a known good oxygen supply source connected, the unit was docked onto a known good ptdc with a known good lung and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 91.9 hours of extended bench testing at the received settings, and passed the initial final test and initial alarm volume test with no abnormalities or alarm conditions.

Manufacturer narrative:
Vyaire medical is currently in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that during transport, the ventilator started "blowing pressure out of the little red port above the outlet to the patient." The patient was manually ventilated with no harm.